Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on (B)(6) 2016, the patient experienced a blood glucose of 504 mg/dl with symptoms of dehydration, nausea, vomiting, abdominal pain and large ketones associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and was hospitalized and treated with insulin via pump, insulin via injection and IV fluids. It was reported that the patient's healthcare provider made recent changes to their basal rate and bolus settings. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed a replace cartridge alarm that occurred on (B)(6) 2016, with delivery resumed approximately 7 hours later. An additional interruption in delivery was also observed due to routine cartridge changes. Several alarms for exceeding the maximum total daily dose were also noted in the black box data with interrupted delivery, which were followed by resumed delivery. The total daily dose values recorded in the pump history added up to accurately reflect the user programmed rates. A delivery accuracy test was performed and passed with the pump delivering within the required range. No interruptions in delivery or other errors, alarms, or warnings were observed during testing. The complaint was not duplicated, and no defect was found. (B)(4).